Event description:
It was reported that a patient had a surgical procedure to re-implant an artificial urinary sphincter(aus) device due to sepsis. The device was explanted three months ago and now just had a new device implanted. A patient outcome of stable was reported.